Manufacturer narrative:
A ge rep evaluated the system and installed the single board computer repair kit, replaced the image processor board, reformatted the hard drive, loaded system software, loaded system calibration files, and setup the cmos memory. System operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.